Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device ventec observed the device would reboot by itself immediately upon start up. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it rebooting by itself upon startup was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift) cable was not fully seated to the ift. Ventec then reseated the ift cable to the ift to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not fully seated to the ift.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 ¿ section d4, model #, of the initial medwatch report stated: prt-00490-001; section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4); section d4, UDI #, of the initial medwatch report should have stated: (B)(4).